Event description:
It was reported that the measured battery data could not be read. The magnet rate was 88-90 ppm. In july 2006, the measured battery data was 2.69 v, 10 ua, 6.7 kohms with a magnet rate of 94 ppm. The paitent had good conduction with no underlying ventricular rhythm.